Manufacturer narrative:
(B)(4).

Event description:
This complaint was generated for the mention in a previous complaint that "this also happened a couple of months ago the same issue". It was reported that this event "happened a couple of months ago", balloon possibly ruptured/perforated inside the patient and caused an issue called blood back. Additional emails were sent in an attempt to gather additional information regarding the iab rupture and patient outcome. The hospital has not responded to the emails.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of blood in helium pathway is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
This complaint was generated for the mention in a previous complaint that "this also happened a couple of months ago the same issue". It was reported that this event "happened a couple of months ago", balloon possibly ruptured/perforated inside the patient and caused an issue called blood back. Additional emails were sent in an attempt to gather additional information regarding the iab rupture and patient outcome. The hospital has not responded to the emails.